Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoprosthesis: improper placement. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. A trunk ipsilateral leg component was advanced and deployed slightly above the left renal artery, and the proximal end was repositioned to allow blood flow into the left renal artery. Final angiography revealed approximately 70% unintentional coverage of the left renal artery by the stent graft. As there was no issue with blood flow to the renal artery the procedure was completed without additional treatment. The patient tolerated the procedure.